Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test, sleep current measurement and active current measurement. Device received with cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads. No battery or power anomalies noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that there was a crack on the side of the battery compartment after the insulin pump stopped working. The customer¿s blood glucose level was 84 mg/dl. The customer reported that the reservoir lip ring was not damaged. The customer reported that the insulin pump has cosmetic damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.